Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the event two days after event onset (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with vancomycin injection (1g, once in four days, route not reported) and amikacin injection (125mg, once a day, route not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and reported as doing well. Antibiotic therapy was completed on an unknown date and action taken with pd therapy was not reported. No additional information was available.